Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 27sep2017. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen (unspecified device) "sometimes could not be pushed down when pushed to half." The patient experienced increased and decreased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient reused needles and did not prime the device which may be relevant to the increased blood glucose levels.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns an (B)(6) (age reported at the time of initial report) male patient of (B)(6) origin. Medical history included many unspecified disease and heart pass (as reported). Concomitant medications included insulin aspart and acarbose, both for unknown indication. The patient received insulin lispro (rdna origin) (humalog, 100 u/ml) through a cartridge via reusable a humapen (unknown device), 24 units each morning, 20 units at noon and 22 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in (B)(6) 2016. In (B)(6) 2017, after starting insulin lispro treatment, sometimes his blood sugar was high and sometimes it was low. His fasting blood glucose in the morning was a bit more 10, a bit more 11, a bit more than 15 and bit more than 16 (units and reference range unspecified). His postprandial blood glucose was more than 20 (units and reference range unspecified). On an unknown date in (B)(6) 2017, he was hospitalized to regulate his blood glucose. In (B)(6) 2017, he increased insulin dosage to morning 26 units, at noon 22 units, and at evening 24 units. In (B)(6) 2017, the injection button of the humapen (unknown device) could not be pushed down or only half way in ((B)(4) / lot unknown). He noted that he reused needles and did not prime the device. Information regarding corrective treatment and outcome for events were not provided. Status of insulin lispro treatment and humapen (unknown device) was ongoing. The user of the humapen (unknown device) was the patient and his training status was not provided. The humapen (unknown device) model duration of use was started in (B)(6) 2016; approximately eight months use. The use of suspect device was continued and it was not returned to the manufacturer. The reporting consumer did not know if events were related to insulin lispro treatment. No relatedness was offered for humapen (unknown device). Update 20sep2017: updated medwatch fields for expedited device reporting. No new information added. Update 27sep2017: additional information received on 26sep2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, and noted device return status to not returned to manufacturer for the (B)(4) associated with the humapen (unknown device). Upon internal review, device recoded from humapen ergo ii to humapen (unknown device). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerns an (B)(6) (age reported at the time of initial report) male patient of (B)(6). Medical history included many unspecified disease and heart pass (as reported). Concomitant medications included insulin aspart and acarbose, both for unknown indication. The patient received insulin lispro (rdna origin) (humalog, 100 u/ml) through a cartridge via reusable pen (humapen ergo ii), 24 units each morning, 20 units at noon and 22 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in (B)(6)2016. In (B)(6) 2017, after starting insulin lispro treatment, sometimes his blood sugar was high and sometimes it was low. His fasting blood glucose in the morning was a bit more 10, a bit more 11, a bit more than 15 and bit more than 16(units and reference range unspecified). His postprandial blood glucose was more than 20 (units and reference range unspecified) ((B)(4), lot unknown). On an unknown date in (B)(6) 2017, he was hospitalized to regulate his blood glucose. In (B)(6) 2017, he increased insulin dosage to morning 26 units, at noon 22 units and at evening 24 units. Information regarding corrective treatment and outcome for events were not provided. Status of insulin lispro treatment and humapen ergo ii was ongoing. The user of the humapen ergo ii was patient and his training status was not provided. The humapen ergo ii model duration of use was not provided but it started in (B)(6) 2016. The suspect humapen ergo ii duration of use was not provided. The use of suspect humapen ergo ii was continued and its return status was known. The reporting consumer did not know if events were related to insulin lispro treatment. No relatedness was offered for humapen ergo ii. Update 20sep2017: updated medwatch fields for expedited device reporting. No new information added.